Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up in clinic, oversensing was observed. Patient was pacemaker dependent and asymptomatic. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported post-procedure.